Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (0.5 mg/ml at 0.02 mg/day) and morphine (8 mg/ml at 0.52 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had not been getting the expected therapy. They had been progressively doing dose increases with no resolution, so today they did a catheter revision. During the revision, they found that the catheter had fallen lower from t8 down to l1, so the tip segment of the catheter was replaced. No further complications were reported/anticipated.